Event description:
In 2009, the patient reported experiencing elevated blood glucose readings since becoming pregnant. She stated that three days prior, her blood glucose measured 219 mg/dl at 9:30am and she bolused 3.5 units of insulin. She did not experience any symptoms of elevated blood glucose. She also stated that since pregnancy she does not hear all of the confirmation beeps or feel all of the confirmation vibrations of the infusion device when she uses the up and down buttons to deliver a bolus. She stated that sometimes she must press the up or down buttons several times to make the button respond. She also reported that changes to basal rates did not save. She stated that she was unaware that she must press the check button twice to save changes to basal rates. The infusion device has not been dropped or exposed to water. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.